Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump despite the attempt of multiple power adapters. Customer reported blood glucose (bg) level was 153 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated manual injection supplies were available.